Event description:
This pt had a right total knee arthroplasty in 1996. Pt has had increasing pain over the past few months. X-ray shows loosening of the femoral an tibial components. Pt was admitted to this facility for a revision of the right total knee. All components were removed and replaced.